Event description:
The customer reported to olympus, the visera elite ii video system center blackout during a procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Sections d8 and h6 were updated. Sections h4 and h10 were corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the blackout was not confirmed during evaluation, the definitive root cause of the blackout could not be determined. Olympus will continue to monitor field performance for this device.